Event description:
Pt presented with redness, discomfort, and light sensitivity. She had self treated herself with tobramycin. Slit lamp examination revealed small whitish infiltrates od and multiple small whitish infiltrate os. Pt was diagnosed with corneal ulcers os>od and treated with zymar. Pt was seen again two days later. Sle showed conjunctiva injected 1 +, od and quiet os. Cornea presented with para central ulcer with superficial infiltrate od, and 2 small infiltrates, os. Anterior chamber, deep with 2+cell/flare, od, and deep and quiet, os. Tobradex was added to the treatment regime. Pt was diagnosed with corneal ulcer od and iritis, od. Contact lenses cultured positive for fusarium species. No info available on corneal cultures. Diagnosis was revised to corneal ulcer, ou and anterior uveitis, od and was treated with zymar, polytrim, natamycin and lotemax. At follow-up approx three months later, pt presented with opacities in the right eye and superficial punctate keratitis in both eyes. Records indicate that the pt recovered with a faint central stromal scar, od and clear os.